Event description:
During a lap chole procedure, there was a permanent tone. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that two devices were returned with the blades cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."